Manufacturer narrative:
Service reps replaced the cpu and ECG board. Unit tested to specification.

Event description:
Customer reported the passport 2 monitor failed to display parameters where esu is used in the operating room. No injury was reported.